Manufacturer narrative:
H6; device code 2017 clarifier - against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The three additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery (rcfa) and the left common femoral artery (lcfa) was done with a total of eight prostyle devices using the pre-close technique prior to an interventional thoracic endovascular aortic repair (tevar) procedure via a 6f sheath bilaterally. Two prostyle devices were successfully pre-placed in the rcfa and two prostyle devices were successfully pre-placed in the lcfa prior to the procedure. The sheath was upsized to 24f in the rcfa and 14f in the lcfa and the tevar procedure was completed. Reportedly, after the procedure, full hemostasis was not achieved at either access site using the successfully pre-placed sutures; therefore, three additional prostyle devices were used in the rcfa and one additional prostyle device was used in the lcfa. There was resistance removing all four of these devices from the patient. It was further reported that after removing the third prostyle device from the rcfa, patient bleeding increased. After all four of these additional prostyle devices had been removed, it was noted that the levers were fully closed and the footplates remained partially open. Despite the reported difficulties, all prostyle devices used in the procedure were successfully used to achieve hemostasis. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty to close the foot was confirmed based on returned device condition. However, after decontamination, the lever was opened to remove the dried blood and the foot deployment and retraction was verified via manually opening and closing the lever without difficulty noted. The reported difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The device was removed against resistance. It should be noted that the electronic prostyle instructions for use (IFU), states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. In this case, it is unknown if the IFU deviation would have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The subsequent patient effect and treatment appears to be related to circumstances of the procedure. The patient effect of hemorrhage is listed in the prostyle IFU, as a potential adverse event associated with use of the suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.